Manufacturer narrative:
The hospital biomedical engineer confirmed the reported issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed due to a battery failed reference. There was no patient involvement.